Manufacturer narrative:
Due to indication of missing item from package, it was determined that this incident is reportable. During a review of files, it was noted that an MDR was inadvertently not sent on this incident.

Event description:
The customer reported that there was only one implant in the box. There was no delay in surgery.